Manufacturer narrative:
Battery performance alert was found and verified during analysis. Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. (B)(4).

Event description:
This report is to advise of an event observed during analysis.